Manufacturer narrative:
A partial lead with the connector pin measuring 8.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a regular follow-up. Upon interrogation of the device, the rv lead exhibited high impedance and loss of capture. The lead was explanted and replaced. The patient was stable.